Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to device performance issues. The device had no fluid in pump. The source of the fluid loss is unknown. All components were removed and replaced.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to device performance issues. The device had no fluid in pump. The source of the fluid loss is unknown. All components were removed and replaced. The patient had a good outcome with no further complications.